Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. External insulation abrasion was noted at 12.8-13.0cm and 14.4-14.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.